Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Physician used two new drivers and both ends broke while engaging locking mechanism. One end broke before torque sound engaged. Using uniplate with aegis screw. Engaged set screw driver, tightened set screw, released, put driver in next poly cap and noticed end broken. Tip retrieved and will be returned with driver.

Manufacturer narrative:
Additional information the tri-lobe uniplanar cam tightener shaft (product code: 2897-06-000, lot number: gm4123101) and the viper2 x25 set screw inserter (product code: 2867-35-400, lot number: ag2098453) were returned to the complaints handling unit (chu). The tip of the inserter had fractured in such a manner that one of the two self-retaining tip had split off at the base of the tip. An optical image of the fractured surface of the inserter reveals plastic deformation. The texture of the fractured surface is consistent across the entire surface suggesting the driver tip underwent a quasi-static overload failure. The fractured tip was not provided for analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tips of both the cam tightener and the inserter breaking cannot be determined from the samples and information returned. Fracture analysis has determined that a probable root cause may be an unexpectedly high amount of torque placed on the instruments during tightening/insertion. This may have led to the cam tightener and inserter experiencing a quasi-static overload torsional shear failure and the inserter. Likewise, the opposing tip of the cam tightener may have become twisted due to similarly high amounts of torque. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.